Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in pain after implant and that there was an increase of ventricular threshold. The lead was replaced. Patient condition after the surgery is currently unknown.

Manufacturer narrative:
Patient condition after the replacement surgery was reported to be good.